Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during npwt, when the carrier of the pico 7 15cm x 20cm was removed, silicone adhesive removed with the carrier and did not remain on the dressing. Fixation strips were applied and the treatment was started with the affected dressing. When it was removed from skin, the residue of silicone adhesive left on the skin. Treatment was performed with the same device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during npwt, when the carrier of the pico 7 15cm x 20cm was removed, silicone adhesive removed with the carrier and did not remain on the dressing. Fixation strips were applied and the treatment was started with the affected dressing. When it was removed from skin, the residue of silicone adhesive left on the skin. Treatment was performed with the same device. No harm to the patient or further complications reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. This event may result in a loss of the moisture and bacterial barrier and may cause minor or temporary injury (e.g., delayed wound healing, maceration) requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.